Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for intermittent high out of range pace impedance measurement on the competitive right ventricular (rv) lead. The patient was brought into the office where they were unable to replicate the out of range measurements. The physician has opted to monitor the patient. No adverse patient effects were reported.